Event description:
It was reported that there were unstable readings that were observed while this unit was in use. There was no physical damage that was noted on the cable. There are no further details that can be obtained. There was no patient injury reported.

Manufacturer narrative:
One optical module unit was received for product evaluation. The evaluation revealed that the cable failed the invitro calibration testing. There was a broken wire (e6) on the unit that was not allowing the cable to calibrate. Therefore, it was not possible to continue the testing to confirm the reported issue. The root cause of the broken wire (e6) was due to the lack of strength of the cable. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event could not be confirmed during the evaluation; however, the broken wire issue was revealed. An investigation has been initiated in regard to the broken wire issue to consider any potential manufacturing factors that may have contributed to this complaint. The unit was taken out of service and destroyed. No further action will be taken at this time.